Event description:
The customer reported that the insulin pump kept priming and eventually alarmed. The blood glucose reading was on the 60's mg/dl, and he treated with orange juice. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test and was unable to prime during the prime test as a result of a protruded/loose drive support disk. The device was received with normal operating currents and no unexpected off no power, or low battery alarm, or blank display noted. The unit had cracked display window corner, scratched screen, and broken reservoir tube lip.